Manufacturer narrative:
Follow-up #1: date of submission 03/06/2016.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: review of the alarm history revealed multiple ¿cs054/cs052/012¿ alarms recorded. On investigation, the pump powered on normally with auditory tone and vibratory function intact. The display screen remained blank when the pump powered on. The pump was opened for investigation. There was no damage to the display screen. A technical analysis revealed a slave processor failure causing the blank display screen. This report is made under the requirements of the medical device reporting

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.